Event description:
It was reported that this implantable pacemaker device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault. The device battery was not detecting the loss battery energy; hence, the battery status is not reflecting the depletion condition and are inaccurate. The device is malfunctioning, and replacement is recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.